Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing performed. According to the investigation, the customer reported problem could not be repeated or duplicated and no problem found. However, investigator replaced the pump air detector for preventive measure.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "air in line" alarm when pump was placed on the set and about to start. No patient involvement reported.